Manufacturer narrative:
The field service representative (fsr) was dispatched to troubleshoot the issue. The fsr performed multiple troubleshooting tasks including the decontamination of the analyzer and the replacement of probes, syringes, and wash zone valves. The troubleshooting performed resolved the issue. There have been no further reports of discrepant results from the customer since the current complaint. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Event description:
The customer stated that (B)(6) igm results were generated for patient samples tested on the alinity I processing module. No specific patient data was available. No adverse impact to patient management was reported.